Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test. Pump received with normal operating current. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No damage on the c13/lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarms. The customer¿s blood glucose level was unknown. The customer was also reported that inulin pump had blank display and screen went off then went back on. The insulin pump will not be returned for analysis.